Event description:
Initial reporter indicated to their mfg consultant that their (B)(4) handheld computer "when he turns on the device he continues to have to align the screen and can't get out of that screen." The (B)(4) handheld computer is at the MFR pending completion of product analysis.